Event description:
The company was informed that after the pt was implanted and closed, an x-ray revealed that the electrode array had folded over within the cochlea. The pt was brought back to the operating room and the surgeon removed and reinserted the electrode array. The pt remains implanted.